Event description:
The event is reported as: complaint alleges: "mist flow looked interrupted while in use. The setting was o2 30% and flow rate 6lpm. The user would like to know the cause of the incident as well as whether oxygen interrupted at the same time." No patient injury reported.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report. A follow-up report will be sent when investigation is completed.